Event description:
It was reported that 1 bd nano¿ pro ultra-fine¿ pen needle from lot 1272224, and 2 pen needles from an unspecified lot failed to deliver insulin during use. The following information was provided by the initial reporter: "further to our phone conversation whereby you asked what was the problem, my husband says the needle does not break however at times, it simply does not allow him to push it further to inject the required amount. He therefore must use a second one to finish the necessary dose. He's been using this same product for many years so knows how to properly use. This has happened when using different boxes of needles so it's not just this box." "My husband being a diabetic, has been using this product for years but finds that at least 20% of the box is faulty and he has to use 2 needles instead of one."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1272224. Medical device expiration date: 30-sep-2026. Device manufacture date: 29-sep-2021. Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd nano¿ pro ultra-fine¿ pen needle from lot 1272224, and 2 pen needles from an unspecified lot failed to deliver insulin during use. The following information was provided by the initial reporter: "further to our phone conversation whereby you asked what was the problem, my husband says the needle does not break however at times, it simply does not allow him to push it further to inject the required amount. He therefore must use a second one to finish the necessary dose. He's been using this same product for many years so knows how to properly use. This has happened when using different boxes of needles so it's not just this box." "My husband being a diabetic, has been using this product for years but finds that at least 20% of the box is faulty and he has to use 2 needles instead of one."

Manufacturer narrative:
Correction: after additional review, this report was found to be a duplicate of MFR # 9616656-2022-00617. Therefore, this report will be cancelled.